Event description:
Received complaint screws are breaking while inserting, and in some cases the tip of the screw remained implanted. Unknown how many screws have broken or how many tips have remained implanted.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Specific doctors who experienced the screw breakage was not given. According to local sales representative, the hospital switched to a competitor's product, and experienced the same results (screws breaking). Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Also received complaint for 5mm screws.